Event description:
PICC line inserted without resistance, flushes easily. Placement confirmed by x-ray. Seven days later, thrombus confirmed by ultrasound.

Manufacturer narrative:
A complaint history review of the lot showed no other product complaints of similar nature. The complaint is inconclusive since the product was not returned for eval.